Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 27mm edwards surgical valve underwent a valve-in-valve procedure after an implant duration of approximately 18 years due to stenosis. A 26mm edwards transcatheter valve was successfully implanted with no adverse events. The patient was noted as to be doing well after the procedure. No other details were provided.

Manufacturer narrative:
Additional information was received and the following section(s) was updated.

Event description:
Edwards received notification that a patient with a 27mm edwards surgical valve underwent a valve-in-valve procedure after an implant duration of approximately 18 years due to severe stenosis (54-33 mm hg) and trivial regurgitation. A 26mm edwards transcatheter valve was successfully implanted with no adverse events. The patient was noted as to be doing well after the procedure. No other details were provided.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; (B)(4). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.